Event description:
The reporter called and alleged discrepant results on two patients when compared to the lab. The reported device results were 4.4 and 5.4 inr. The corresponding lab results reported were 3.2 and 3.3 inr. The reporter did not provide information on treatment. The device was replaced and requested to be returned for evaluation.